Event description:
The humidification chamber was connected within three to five minutes of putting the ventilator in service on a pt. The respiratory therapist discovered approx 500 to 700 ml of water from the humidification chamber had flooded the circuit toward the pt and backed up into the ventilator, resulting in a malfunction of the ventilator.